Event description:
It was reported that the user manually administered rapid-acting insulin while still connected to the ilet pump, creating a risk of insulin stacking and representing an improper use procedure. No specific device component was implicated. Symptoms included hypoglycemia and hyperglycemia ranging from 53 mg/dl to 246 mg/dl as well as irritability and malaise during the high and shaking / tremors and diaphoresis during the low. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to injecting external insulin while connected to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.